Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an uncut area on the side cut of flap and manually separated uncut area with the help of flap lifter in the right eye during lasik procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).